Event description:
The customer stated, that biorad quality control is out of range low with the new clinical chemistry creatine kinase reagent lot #52044hw00. Level 1 range 146-166 u/l, yielding 8 u/l. Level 2 range 544-581 u/l, yielding 12 u/l. No change to quality control results after recalibration. The issue was resolved when the old ck reagent reinstalled. There was no impact to pt management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot #52044hw00, expiration october 19, 2007, may cause decreased qc and/or pt results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.